Event description:
During an in-clinic follow-up, the device was found to be in backup vvi (bvvi) mode. Abbott technical support was contacted, and the device was reprogrammed. An hour later, the device reverted back to bvvi mode. The device was then explanted and replaced. The cause of the bvvi was unknown. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a non-maskable interrupt (nmi) error(s). The failure was lost during analysis and backup operation could not be reproduced. The cause of the reported event could not be determined. Additionally, during analysis the device exhibited a power on reset (por) during high voltage lead impedance measurements. The failure was lost during analysis and could not be reproduced. The cause of the por during high voltage lead impedance measurements was determined to be due to a hybrid anomaly. The cause of hybrid anomaly could not be conclusively determined.